Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received a shock while asleep. Review of the episode revealed a change in morphology and reduction in r-wave amplitudes. There was also occasional t-wave oversensing. The patient has a concomitant pacemaker that is programmed aai. Technical services discussed in-clinic troubleshooting including having the other manufacturer present to adjust the pacemaker as needed. Later, an additional two inappropriate shocks were delivered due to t-wave oversensing. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Manufacturer narrative:
Correction to aware date.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received a shock while asleep. Review of the episode revealed a change in morphology and reduction in r-wave amplitudes. There was also occasional t-wave oversensing. The patient has a concomitant pacemaker that is programmed aai. Technical services discussed in-clinic troubleshooting including having the other manufacturer present to adjust the pacemaker as needed. Later, an additional two inappropriate shocks were delivered due to t-wave oversensing. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Manufacturer narrative:
This report is being filed to correct the model number.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received a shock while asleep. Review of the episode revealed a change in morphology and reduction in r-wave amplitudes. There was also occasional t-wave oversensing. The patient has a concomitant pacemaker that is programmed aai. Technical services discussed in-clinic troubleshooting including having the other manufacturer present to adjust the pacemaker as needed. Later, an additional two inappropriate shocks were delivered due to t-wave oversensing. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.